Event description:
It was reported that a user experienced hyperglycemia after inserting a new infusion set, with blood glucose rising to 320 mg/dl for approximately two hours; the user noted difficulty with infusion sets not releasing from the applicator and bleeding at the previous site, and was assisted with applying a new site and resuming insulin delivery, after which glucose levels began to decline. Symptoms included dry mouth, headache, and polyuria. Outcomes included successful correction of the hyperglycemia without outside assistance or medical intervention. Investigation included troubleshooting and user education on infusion set application and site selection, with provision of additional supplies. Investigation of this case revealed no device alerts and no confirmed device malfunction, with the event consistent with hyperglycemia of unclear cause potentially related to infusion site or set application issues. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.